Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. The patient was symptomatic due to this issue. Technical services recommended to replace this device as soon as possible as the patient's critical therapy is no longer guaranteed. Reportedly, during an office check, the device also presented interrogation difficulties. The patient's left side started shaking, it was believed her heart was going to stop, and she was taken in an ambulance to the hospital. After x-rays, blood testing and conversations with the physician, this crt-p was subsequently explanted, replaced and it is expected to be returned for analysis. Premature battery depletion was also alleged for this device. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. The patient was symptomatic due to this issue. Technical services recommended to replace this device as soon as possible as the patient's critical therapy is no longer guaranteed. Reportedly, during an office check, the device also presented interrogation difficulties. The patient's left side started shaking, it was believed her heart was going to stop, and she was taken in an ambulance to the hospital. After x-rays, blood testing and conversations with the physician, this crt-p was subsequently explanted, replaced and was returned for analysis. Premature battery depletion was also alleged for this device. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed. A memory download could not be performed due to unsuccessful communication attempts caused by continuous resets. External visual inspection of the device case and header noted no anomalies. The battery was removed and tested, the current drain measured normally, and internal visual inspections did not note any anomalies. After several evaluations, the results of the battery analysis found a depleted cell but not related to a battery malfunction. The failure mode was not able to be recreated during the analysis.